Event description:
Difficult access, post fem-fem graft. On second attempt there was good blood return through the needle. The wire guide passed through the needle easily. Physician removed the needle, advanced the dilator and the sheath. Removed inner dilator, they attempted to pull back the wire separately. Slight tension noticed. When the wire was removed, the floppy portion of the wire remained in the pt. Pt then went to o.r. For removal of the broken wire.